Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead has been turned off due to product performance issues. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead has been turned off due to product performance issues. This rv lead remains in service. No adverse patient effects were reported. At alter date, this rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.